Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room clerk reported a unit was leaking balanced salt solution (bss) during a cataract with intraocular lens implant procedure. They were unsure of the source of the bss leak. The cassette was exchanged and the leak continued, but was "not as bad". A towel was placed to absorb the bss and the procedure was completed with no harm to the pt.